Event description:
Either:1.the electrosurgical unit (esu) was not recognizing the dual dispersive electrode pads or2. Esu was intermittently on and off. All unused stock (of the electrodes) in this lot were returned to vendor. Of note, the same brand of pads from a different lot worked in the esu.